Manufacturer narrative:
Other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10.0 mg/ml at 0.878 mg/day) via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that at the last refill the patient noted there was more medication in the pump than expected. The practitioner described the pump flipping in the pocket. The pocket was opened on (B)(6) 2018 and the catheter was checked and seen to be tangled up. The catheter was removed and replaced. No patient symptoms were reported. No diagnostics or troubleshooting steps were performed. The issue was considered resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.